Event description:
It was reported that a patient presented in the ER after receiving inappropraiate shocks for a supraventricular tachycardia with rapid ventricular response. The device was reprogrammed. The patient will be monitored.

Manufacturer narrative:
No medwatch form was received.